Manufacturer narrative:
(B)(4). The reported issue of therapy reset to default settings was confirmed in the device logs but not duplicated during the evaluation performed by the pal (product analysis lab). The rite (returned instrument test evaluation) was performed. The device powered up properly during the pal evaluation. No other problems were found during internal inspection. Review of the device logs revealed all information prior to (B)(6), 2010, was erased indicating the therapy parameters were reset to the default settings and confirming the reported issue. The reported issue was not duplicated. The assignable cause for the therapy reset to default settings was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the therapy resetting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any additional information or results of evaluation will be provided in a follow up e MDR.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the registered nurse (rn) reported therapy resets to the default settings. The rn stated the therapy and the logs were wiped out. The technical service representative would swap per the rn request. There was no patient injury or medical intervention indicated at the time of the initial report.